Event description:
It was reported to philips that the device's pads cable failed during the operational check and the device gave a pacer equipment malfunction error message. There was no reported patient involvement.